Event description:
The haptic of the lens was found kinked when ejected from the delivery device into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-01004 for delivery device used with this lens.